Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury associated a procedure where a manta was used for closure of femoral access. At the time of this report, it is unknown if the patient received treatment or intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices have been identified and include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
During a case support visit on (B)(6) 2020, the manta vascular closure device operator mentioned to the teleflex account representative that a patient who had a manta 14f vascular closure device (manta) implanted in the right femoral artery on (B)(6) 2020 for large bore access closure, returned to the hospital approximately two weeks after discharge (documented in the reporter's report as (B)(6) 2020) with a pseudoaneurysm of the right femoral artery where the 14f manta was placed. The physician told the account representative he thought it was due to the manta not having good seal and was leaking around the arteriotomy site. The physician did not report any complications with closing the right femoral artery using the 14f manta on (B)(6) 2020. The account representative reported that the physician mentioned this incident in passing and did not seem concerned with following up with the incident report. It is unknown if medical intervention was required. No further information was provided. If additional information is obtained, this complaint will be updated accordingly.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review was completed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Due to the insufficient amount of information and no imaging submitted for investigative purposes, a determination for the root cause of the pseudoaneurysm is inconclusive. A pseudoaneurysm of the femoral artery may go undetected and not cause any complication and can occur as a result of surgery or trauma. The formation of a pseudoaneurysm that does not require any treatment, does not signify a device failure. The IFU was reviewed and identified other access site complications leading to a bleeding, hematoma, and pseudoaneurysm are potential adverse events related to the deployment of vascular closure devices. Pressure in the groin/access site region is included but not limited to, also a potential adverse event associated with any large bore intervention, including the use of the manta vascular closure device.